Event description:
During a pulmonary vein isolation procedure the physician inserted a swartz braided transseptal introducer and dilator assembly over the guidewire into the right atrium. The dilator and guidewire were removed. Negative pressure was applied with a syringe to the side port, revealing a continuous aspiration of air. The introducer was exchanged and the procedure was successfully completed with no adverse consequences to the pt.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.